Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge leaked near the o-ring. Reportedly, the pneumatic tap was corroded. The user's blood glucose (bg)level was 600 mg/dl. The user addressed bg level with a bolus. It was noted that the user did not have additional insulin to fill a new cartridge and stated that the same cartridge would be reloaded.